Event description:
Patient reported obtaining back-to-back blood glucose results of 236 mg/dl and 92 mg/dl, while using the suspect device. Ten minutes latr, patient reportedly performed an additional set of back-to-back tests, with results of 236 mg/dl and 101 mg/dl. Patient indicated that therapy was not modified based on these results. No patient injury was reported and no treatment was received. Patient stated that a level-one control test was performed on the suspect device and the result fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.